Event description:
The customer reported that the device was intermittently failing to charge during the opcheck test (therapy cable failure) with known good cables. No patient involvement was reported.